Manufacturer narrative:
(B)(4). Correction: disability or permanent damage removed. (B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued. Angina and thrombosis are listed in the xience alpine everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacture, design or labeling.

Event description:
Additional reported information indicates that the lesion was 100% stenosed, which was reduced to 25% stenosis post-procedure. It has been confirmed that the patient was compliant with dual antiplatelet drug therapy. The patient felt chest pain and produced st segment elevation as symptoms of the thrombosis. A dilatation was performed with an unspecified 3.5mm balloon dilatation catheter to treat the thrombosis and heparin was administered. The patient recovered and was discharged from the hospital on (B)(6) 2015. No additional information was provided.

Event description:
It was reported that the patient presented with an acute myocardial infarction and the procedure was to treat a de novo lesion in the proximal to mid left anterior descending coronary artery. A 2.75x38mm xience alpine stent was successfully implanted. Three hours after the procedure the patient developed acute coronary occlusion due to thrombus. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.